Manufacturer narrative:
The reported event of failure to capture was not confirmed by analysis. As received, a complete lead was returned for analysis. Final analysis did not find any anomalies.

Event description:
It was reported that the patient presented to the emergency room with an arrhythmia. Device interrogation revealed a loss of capture in the right ventricular (rv) lead. Programming adjustments were made, and an attempt to reposition the rv lead was performed on 2 sep 2025. The repositioning was unsuccessful, and the rv lead was subsequently explanted and successfully replaced on the same day. The patient remained stable.